Manufacturer narrative:
Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test. Unit successfully downloaded to thus/thump. No pump errors 43, 38, or 41 alarms noted during test. Verified in the pump history download the pump alarmed pump error 43, 38, and 41 on 02/22/2026 13:26:57 due to corroded motor home switch. Moisture damage was noted on pcb1 board during visual inspection. The following were noted during visual inspection: corroded motor home switch, corroded electronic assembly, scratched case, pillowing keypad overlay, stained keypad overlay. The p-cap/reservoir does lock properly. No pump error 43, 38, or 41 alarms noted during test. However, the pump history download confirmed the pump alarmed pump error 43, 38, and 41 due to corroded motor home switch. Confirmed moisture damage to pcb1 board. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer alleged refill various displays appear. The customer reported no adverse event. The event involved product mmt-1886. Troubleshooting was not performed. No harm requiring medical interventions were reported. The product mmt-1886 will not be returned for analysis.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information has been received which was not included in the initial report. The information has been provided in sections b5 (updated the summary) and h6 (medical device problem code 3191 has been replaced with 2983, 1089, 1384) with this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: it was reported to medtronic minimed that the customer experienced pump error 38 (no motor movement or negligible movement). Retries to free a stuck motor failed, and pump error 41 (motor power supply voltage error detected). This is measured before each single insulin pump stroke, and then continually measured periodically during the entire motor driving period (pump error 43). (An error in the motor was detected by reading an unexpected value from the hall sensor). The customer reported no adverse event. The event involved product(s) mmt-1882. Troubleshooting was not performed. No harm requiring medical intervention was reported. No product return is required for mmt-1882.